Event description:
It was reported that during a da vinci si surgical procedure, cables were worn at distal end of a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with a frayed pitch cable at distal idler. No damage was found on the pulley and clevis. There were however scratches on the surface of the distal pulley. Electrical continuity testing was performed and passed. Additional finding was one grip was bent, causing a side to side misalignment of the grips. There was a .061 offset at the instrument's tip, indicating overloading at the tip. Engineering concluded the damage was most likely due to mishandling. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable and tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.